Event description:
This pi is for the poly exchange on (B)(6) 2023. After rep reported (revision of a right distal femoral replacement (B)(6) 2023 due to a broken implant), spoke to rep. Patient had a prior revision on (B)(6) 2023 due to flexion issues. A 16mm insert was revised to a 13mm insert. Update: revision was performed on (B)(6), 2019.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.